Event description:
The user facility reported a 71yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during insertion, the pump kinked and the device was removed and replaced. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported pump kink has been completed. The device was not returned for evaluation. However, clinical details provided are sufficient to determine a root cause. Therefore, the root cause of the reported event was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.